Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to customer contacting doctor. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 82, 93, 97, 69 and 59 mg/dl. Customer ws also concerned with meter to meter comparison test results of 126 mg/dl using truemetrix meter and 230 mg/dl using dr.'s device; tests were performed 4 hours post meal during a scheduled visit. The customers expected am fasting blood glucose test result range is 130-160 mg/dl and expected test result 4 hours post meal is less than 130 mg/dl fasting. The customer feels well and did not report any symptoms. Customer stated that one morning (date undisclosed) he had experienced blurry vision and dizziness while driving and had contacted his doctor. Doctor had advised customer to contact the manufacturer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 06/28/2022 and test strips were opened 2-3 weeks prior to call. The meter memory was reviewed for previous test result history (customer stated time may not be correct): (B)(6).

Manufacturer narrative:
Sections with additional information as of 15-june-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months passed within specifications. Added most likely underlying root cause mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.